Event description:
The customer reported that the unit failed to recognize the batteries in either the a or b well of the unit.

Manufacturer narrative:
The customer reported that the unit failed to recognize the batteries in either the a or b well of the unit. A follow-up report will be submitted upon completion of the investigation.